Manufacturer narrative:
Additional information was added: the lot was manufactured from july 19, 2019 - july 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor overinfused. It was further reported that the pump finished six (6) hours earlier that the scheduled time. This was identified during a patient infusion for an unspecified therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.